Manufacturer narrative:
H11 lot number was updated for pn:9733627 lot:141104 h3 analysis was completed and it was noted the battery measured 26.13v, upon return. Prior to testing, the battery was connected to a known good ups and allowed to fully charge. Under battery power and with a load applied consisting of a 500w lamp, the uninterrupted power source shut down in twenty three seconds. The battery should be able to power this load for a minimum of three minutes. H6 10,120,4307 are associated with part return and analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733627. A medtronic representative went to the site to test the equipment. It was reported that the battery of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when setting up for a case, the system had powered down. The site booted the system up and switched out the system for another. When the system was being removed from the operating room (or), it was still on and lost power after 30 seconds. There was no patient present when this issue was identified.